Event description:
Needle holder broke in half while being used during operative procedure. Both pieces were retrieved. Physician was aware. X-ray was taken and read as negative. Needle holder was removed from sterile field and discarded by staff. No lot or serial numbers available.what was the original intended procedure?left total knee arthroplasty.device #1is this a laboratory device or laboratory test?no.